Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. There were no recent episodes in device memory and no out-of-range measurements were observed. Boston scientific technical services (ts) discussed that the device appeared to be operating as programmed. However, no threshold testing was performed at the device check so device involvement in the syncopal episode can't be definitively ruled out. No additional adverse patient effects were reported. This device remains in service.